Event description:
It was later reported on (B)(6) 2024 by the healthcare provider that the 'issue is resolved. [The patient] had a pump study done in [nuclear medicine] and last fill did not have an excessive volume."

Manufacturer narrative:
The device history record was reviewed. There were no nonconformances or deviations pertaining to the serial number involved in the complaint. The device met all functional and performance specifications prior to release from manufacturing. The device remains implanted and thus not available for evaulation. If additional information is received at a later date, a supplemental report will be filed.

Manufacturer narrative:
The device history record was reviewed. There were no nonconformances or deviations pertaining to the serial number involved in the complaint. The device met all functional and performance specifications prior to release from manufacturing. The device remains implanted and thus not available for evaluation. If additional information is received at a later date, a supplemental report will be filed.

Event description:
It was reported by a healthcare provider that an intera 3000 hepatic artery infusion pump had a lower calculated flow rate than expected. Implant date was (B)(6) 2024. The flow rate as calculated by the healthcare provider was "around 1.2 [ml/day]." On 03/27/2024, the residual volume was 24 ml with a [calculated] flow rate of 0.4 [ml/day]. On 04/10/2024, the patient had 28ml of residual volume and the flow rate was [calculated at] 0.1 [ml/day].